Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr resurfacing. Asr hip resurfacing system (left). Reason(s) for revision: alval / soft tissue reaction. Update: reasons for revision from scf and corrected fem implant product page received 26 apr 2012. Reason(s) for revision: pain; component malalignment (50 degrees), metallosis, co+5481, chromium+1817 . Update - added lot numbers for cup and head, added sleeve, querying missing, amended implant date and querying missing stem details. Taken from claimsuite dated 15th june 2015.